Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 1, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records investigation findings: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm a broken and burned v-cutter. A representative retention sample was reviewed with no anomalies to the device. During the manufacturing process, all (B)(6) are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The use facility reported to terumo cardiovascular that during vein harvesting, a smell of smoke was noted while using the vsp. It was noticed when the bipolar was set to 50, the setting was reduced to 20, few minutes later a spark was noted within the svg tunnel and the device was immediately withdrawn. There was no adverse impact to the patient; however terumo considers this a serious injury. There was a slight delay due to removing the product and obtaining a new package. The product was changed out. The surgery was completed successfully.